Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-may-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving morphine (25mg/ml at 3mg/day) via an implantable pump. It was reported that following a revision surgery on (B)(6) 2024 the patient had experienced mild symptoms of withdrawal and back spasms. The patient had been referred for a dye study on (B)(6) 2025. It had been determined the catheter had been pulled down slightly. 1 cc of fluid had been successfully aspirated from the catheter access port. The x-ray conformed the catheter had been epidural. The patient had then been scheduled for another catheter revision on (B)(6) 2025. The patient was supplemented with oral medication until the revision occurred.